Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing altitude alarm occurred. Reportedly a new cartridge was loaded, and insulin delivery was resumed. The customer's blood glucose was 300 mg/dl.